Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device intermittently powered up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed in the device's activity log. The device was put through extensive testing, which included bench handling and power cycling without duplicating the malfunction. The bridge board was replaced as a precaution. Review of the device log did show set clock message and invalid power off interval error which are consistent with the reported problem. These messages occur when the device is powered on after being in a no power up state. The digital board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.